Manufacturer narrative:
H3 other text : device has not returned to the manufacturer for evaluation.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was confirmed. The device's machine flow sensor and 3-way solenoid were replaced to address the issue.